Event description:
Customer reported that he has been getting some high blood glucose readings. Current blood glucose value was 227 mg/dl. Customer experienced frequent urination. Customer contacted his doctor and he made some changes, he does not have a backup plan. During troubleshoot; it was stated the drive support cap is protruded. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The cannula was not bent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.